Event description:
This ra lead has intermittent impedance changes. Auto threshold was turned off by the physician. At one visit noise was reported and was reproducible with isometrics. At a visit on (B)(4) 2017 no measurements were out of range and the noise was not reproducible however there were episodes of noise on the lead. A revision may be scheduled in the future if measurements change. The patient is not dependent. The physician will continue to monitor the patient. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.